Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint - litigation papers allege patient has suffered significant harm, including, but not limited to, physical injury, pain, bodily impairment, high levels of toxic metal in his blood stream, conscious pain and suffering, and loss of earnings. Update: (B)(6) 2013-sales rep reported revision due to loosening of the acetabular cup. Fluid was noticed inoperative. There is no new additional information that would affect the outcome of the investigation. Update: (B)(6) 2013 - sales rep reported revision surgery. Patient was revised to address pain. Update: (B)(6) 2014- medical records received. Patient's right hip was revised to address pseudotumor, fluid and brown staining. Patient's left hip was revised to address osteolysis, and wear on the stem and sleeve. The left side stem and sleeve are being added to the complaint. This complaint was updated on: (B)(6) 2014.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The device associated with this report was not returned. A complaint database search finds no other reported incidents against the provided product and lot combination. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the additional information be received, the investigation will be re-opened.